Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified mid left anterior descending artery (lad). A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation; however, upon the initially inflating the balloon below the nominal pressure, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval., returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for evaluation. The balloon was loosely folded and there was contrast in the balloon and inflation lumen. The device was soaked in a warm waterbath for 3 days. The balloon, hypotube, inner and outer shaft were microscopically inspected and numerous kinks were noted on the hypotube. The shaft was flattened at 23mm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified mid left anterior descending artery (lad). A 3.00mm x 15mm nc emerge® balloon catheter was advanced for dilation; however, upon the initially inflating the balloon below the nominal pressure, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.